Event description:
It was reported that the patient presented in clinic after merlin.net transmission showed out of range, high voltage lead impedance. There were no other electrical abnormalities, and no other values out of range. Isometrics were negative for impedance changes. The lead was explanted. No further information is available at this time.

Manufacturer narrative:
The reported field event of high pacing lead impedance was not confirmed in the laboratory. The device was tested on the bench and a broken can wire was noted consistent with the explant procedure. The cause of the field event could not be determined.

Manufacturer narrative:
Correction: supplemental report is needed to correct the initial reporter name and occupation.